Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an internal battery failure error code was found in the device's error log. No repairs were performed. The unit has been scrapped. Additionally, the unit was missing feet and there was a scratch on the enclosure base. The device powered on and operated as it should.